Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a broken door; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with a broken door was confirmed and reproduced during evaluation. The cause of the reported condition was attributed to mishandling but a definitive root cause is unknown at this time. The pump head door, occlusion detectors, door latch and pump head cover were replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review, the quality engineer determined the root cause of the broken door was due to an issue with the latch/handle and hinge area on the door.